Event description:
It was reported that, "the ceramic insert was broken in the patient hip. Therefore, the surgeon will perform a revision surgery on the patient on (B) (6) or (B) (6)."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.